Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01088, 3005168196-2017-01090, 3005168196-2017-01091, 3005168196-2017-01092, 3005168196-2017-01093, 3005168196-2017-01094, 3005168196-2017-01095, 3005168196-2017-01096. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and lantern delivery microcatheters (lantern's). During the procedure, while attempting to advance two ruby coils through the rotating hemostasis valve (rhv) and into the lantern, the technologist encountered resistance and removed the coils. The physician then loosened the rhv on the neuron 070 catheter (neuron 070) and ran a guidewire down the lantern without any resistance. A new ruby coil was then opened and resistance was encountered at the rhv connection on the neuron 070. Subsequently, the lantern was removed and a new lantern was opened for the procedure. It was reported that a kink was observed near the hub of the first lantern. Next, the physician deployed a new ruby coil into the aneurysm but determined that the coil was the incorrect size. The ruby coil was removed and a new ruby coil was opened. While attempting to advance this coil into the lantern, the technologist encountered resistance and removed the coil. A new ruby coil was opened and resistance was encountered again while the technologist was attempting to load the coil into the lantern. The coil stopped advancing at the rhv of the neuron 070. Therefore, the ruby coil and the lantern were removed. A kink was observed near the hub of this lantern. Next, the physician placed a new lantern into the patient and successfully deployed and detached five new ruby coils into the patient. While advancing a new ruby coil through the lantern and into the aneurysm, the physician encountered resistance and removed the coil. Two new ruby coils were then opened and successfully deployed and detached into the aneurysm. While advancing a new ruby coil out the end of the lantern, the physician immediately encountered resistance and removed the coil. Finally, the physician advanced a new ruby coil into the aneurysm without any resistance; however, the coil was too large for the aneurysm and wanted to travel into the outflow. Therefore, the physician removed the ruby coil with no observed damages and the procedure successfully ended at this point. There was no report of an adverse effect to the patient.